Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient presented with blurry vision due to unexpected postoperative cylinder. The target was -0.30 and the postoperative refraction was -1.0+2.0x167. The surgeon reported that this impacting the patients daily activities because the patient has to constantly be tilting his head to see sell. Additional information was received from the surgeon, who reported the intended axis was 96 degrees and the current axis is 85-90 degrees. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, and email. A completed questionnaire was not received. (B)(4).